Event description:
It was further reported that the rv lead was fractured and that the lead had fractured after only four years of use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined this device performed as described in the field action. Concomitant products: d274drg device, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the ER with presyncope symptoms and that a carelink express device data transmission was performed. No issues were noted for the device and leads and the patient was discharged. A carelink red alert was subsequently triggered due to a high number of short interval counts (sic) resulting from oversensing of non-physiologic noise by the right ventricular (rv) lead. The patient was brought in and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.